Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bipolar undefined high lead impedance warnings were alerted and possible oversensing of artifacts were noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.